Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. There was the possibility that this phenomenon was attributed to the physical stress or the chemical stress, the poor condition of the storage cabinet, such as environment exposed to the direct daylight, high temperature, elevated humidity, x-ray and/or ultraviolet, in the user facility, or the aging deterioration due to the long-term use, and so on. But the exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection of the subject device for repair at olympus (B)(4), it was found that there was the dirt inside of the light guide lens. There was no report of patient injury associated with the event.